Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
A 54-year-old male presented with acute renal failure, hypotension, rising vasopressor needs, and lactic acidosis. He was taken to the cardiac catheterization laboratory for evaluation of suspected cardiogenic shock and required intubation for worsening respiratory failure. The patient became increasingly hypotensive and an impella cp was implanted for left-sided hemodynamic support. Coronary angiography revealed no significant obstructive coronary artery disease. A pulmonary artery catheter revealed a papi of 0.5, consistent with severe right ventricular failure. A heart team decision was made to place an impella rp flex for right-sided mechanical circulatory support. Shortly after rp flex placement, the patient developed pulseless electrical alternans and required cardiopulmonary resuscitation and acls medications. Return of spontaneous circulation was achieved, and the patient was transported to a higher level of care on bipella support. The patient expired shortly after arrival. Device evaluation is pending. This report is submitted due to patient death; however, the device is unlikely to have contributed to the patient's death, which was most likely due to the underlying critical clinical condition.

Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If actual information becomes known, a supplemental report will be submitted. The impella device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of two devices associated with the event. Associated device is impella cp (B)(6). Manufacturer report number to follow.